Event description:
A company representative reported that a reflex-hybrid screwdriver and reflex-hybrid final tightening screwdriver broke during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the reflex-hybrid final tightening screwdriver.

Manufacturer narrative:
Device discarded by user.

Manufacturer narrative:
The device was not returned for evaluation. Device history records could not be reviewed without either the device or a valid lot number. Complaint history was reviewed and no adverse trend for the reported catalogue number were identified. Per correspondence with field representative; the device broke during screw insertion, excess force was not applied, the angle was not difficult, broken fragments could not be retrieved from patient's cavity, and the bone quality of patient was normal. From the instructions for use: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. A root cause cannot be established. If additional information is received or the device is returned for evaluation, the investigation will be reopened and updated.

Event description:
A company representative reported that a reflex-hybrid screwdriver and reflex-hybrid final tightening screwdriver broke during surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. This report captures the reflex-hybrid final tightening screwdriver.